Event description:
Revision of equinoxe reverse shoulder component due to instability. Primary surgery was (B)(6) 2013.

Manufacturer narrative:
The contribution of the devices to the experience reported has not be determined as the devices have not been returned for eval.